Manufacturer narrative:
(B)(4). An accutrac 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with normal degradation, seen at the distal end but also along the sides of the fiber ball tip. There were no signs of damage or other imperfections noted along the laser fiber¿s body. A dark shadow was seen in the center of the sma fiber face, with a small amount of light seen at the outside circumference. This indicated that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was extremely weak with an effective transmission of 0.57%. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during use of the laser fiber and are likely due to anatomical or procedural factors such as maneuvering of the device or stone density and size. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accutrac 200 laser fiber was used during a flexible ureteroscopy in the kidney performed on an unknown date. According to the complainant, during the procedure, the laser fiber stopped working after 10 minutes of use. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.